Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the patient was on support for 4-5 hours and then alarms were displayed, and the device had no flow. The hls set was transferred to the emergency drive and flow could be achieved. They transferred the hls set to another cardiohelp and were able to achieve flow for 5-10 minutes and on the flow stopped again. The error message ¿pump disposable error¿ was displayed. The hls set was again transferred to the emergency drive and a new hls set was primed. After the hls set was exchanged, the failure did not reoccurred with the new hls set. The affected hls set will be investigated in complaint# (B)(4) (mfg report number 8010762-2024-00049). On 2024-01-26 the getinge field service technician confirmed that no failure of the cardiohelp device was reported by the customer. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the patient was on support for 4-5 hours and then alarms were displayed, and the device had no flow. The hls set was transferred to the emergency drive and flow could be achieved. They transferred the hls set to another cardiohelp and were able to achieve flow for 5-10 minutes and on the flow stopped again. The error message ¿pump disposable error¿ was displayed. The hls set was again transferred to the emergency drive and a new hls set was primed. After the hls set was exchanged, the failure did not reoccurred with the new hls set. The affected hls set will be investigated in complaint# (B)(4) (mfg report number 8010762-2024-00049). The failure occurred during treatment. No service was requested by the customer, as the cardiohelp device had no failure. Further the affected hls set was investigated by the getinge laboratory and was functioning as intended. Therefore the most probable root cause according to the getinge life-cycle-engineers is a decoupling of the hls module during use. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2024-01-29 for the period of 2017-01-13 to 2024-01-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-01-13. Based on the results the reported failure "pump disposable error" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).